Event description:
It was reported the pt ((B)(6)) lost stimulation. Diagnostic testing revealed all 8 contacts of the scs lead were invalid. Intra-operative testing confirmed the presence of invalid impedances. The physician elected to explant and replace the scs lead. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Results - the complaint regarding invalid impedance was confirmed. As received, the lead failed continuity testing and all channels measured open. Microscopic inspection of the returned lead revealed several broken wires bundled in the paddle. The lead wires are broken at the channel welds in the paddle. As the outer tubing of the lead body of the extension was not breached, the fractured wires are consistent with being subject to stress while implanted. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.